Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during procedure a fragment of plastic was found in the patient's eye. No patient impact was reported. Additional information has been requested.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer returned a cut off drip chamber; the drip chamber was filtered and sent to the particulate lab. The particulate lab results identified the foreign material as cotton, no plastic fragment was found. The root cause of the customer's complaint could not be established as we did not find a plastic fragment; however, we did find a foreign material identified as cotton. We are unable to determine where or when foreign material got in the eye; however, the possible root causes could be manufacturing related, supplier related or customer handling. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There have been no additional complaints reported against the possible finish goods lot numbers and the device history record shows that the products were released per specifications. The customer returned a cut off drip chamber; the drip chamber was filtered and sent to the particulate lab. The particulate lab results identified the foreign material as cotton, no plastic fragment was found. The root cause of the customer's complaint could not be established as we did not find a plastic fragment; however, we did find a foreign material identified as cotton. We are unable to determine where or when cotton got in the eye; however, the possible root causes could be manufacturing related, supplier related or customer handling. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).